Event description:
Information received by medtronic indicated that the insulin pump had battery compartment was damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
Customer alleged cosmetic damage on the pump along battery side on february 13, 2021. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked keypad overlay, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a cracked keypad overlay, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.